Event description:
The customer reported that the unit turns on by itself. The customer reported that the unit was not in use on patient. The customer contacted product support and states unit intermittently turns on by itself and has low battery message on screen while unit is running, led on front panel are illuminated. Product support advised customer that battery should be replaced after five years and to check battery date and replace battery, also replace user interface (ui) pcb to address unit turning on, provided part and price- 453561528871 rp-pcba, user interface, ui 2nd gen,v60, 11ah lithium-ion battery p/n 1076374 /989805626941. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Product support suggested replacing the user interface (ui) assembly and download software 2.30. The customer informed philips to close the case. No further information was received.

Manufacturer narrative:
The customer is installing user interface (ui) pcb to complete repair but noted rivets on lcd tray that cannot be removed, and requests troubleshooting. Product support advised customer to leave rivets in place and remove outer screws along lcd tray edge to remove tray, then remove lcd and then can access (ui) pcb, the customer has successfully removed screws and will continue with repair, no other concerns from the customer. Product support requested to follow up for repair status, but the customer declined, issue resolved.